Event description:
According to rptr, a pt had to be reintubated after a leak was detected in the endotracheal tube. No pt injury.

Manufacturer narrative:
6/3/1998: investigation results: the returned device is an 8.0mm "hvt ett." Not a 7.5 as reported earlier. Microscopic examination revealed a v-shaped slice in the cuff approximately 0.056" in length on one leg and 0.072" on the other leg. The slice is located at the proximal end on the cuff body 0.104" from the cuff weld. There is a puncture point at the beginning of the slice and the longer leg of the slice was deep enough to cut into the pvc tube body underneath the cuff. In this condition, this device could not have passed sheridan's four hour inflation system test performed at finished device inspection and would have been discarded. A review of the production records, retain analysis and/or complaint review cannot be performed because the reported lot number is for a size 7.5mm tube, not the returned 8.0mm tube. Based on the info available and the investigation results, it is concluded that the damage was caused by a sharp instrument and therefore was incurred at the user facility during a procedure; no mfg error has occurred. No further info is anticipated for this report.